Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. (B)(4). Failure analysis lab received box of 4 packages of cap diaphragms (B)(4)package of 3 cap diaphragms (B)(4) individual cap diaphragm (B)(4). Cap diaphragms lot: 0000517065 were manufactured on (B)(6) 2013. The reported condition is a known issue that was addressed by an internal action.

Event description:
Customer reported an issue with cap/diaphragms. The unit was on a patient and would not hold pressure and water was going up the colored tubing. The staff replaced the caps with some from same lot number and same condition occurred. They replaced the caps again with a different lot number and reported condition did not repeat. No patient harm noted. Carefusion technical services issued a replacement.